Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). UDI:(B)(4).

Event description:
It was reported by the affiliate via email that the vapr s90 electrode was not functioning right after being connected to generator. Generator showed no error message. Surgery was completed with same like device. There were no patient consequences or surgical delay involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and sent to the supplier for evaluation. The evaluation reports indicate: distal tip shows no obvious signs of use saline residue in suction tube no visible damage to handle or plug electrical testing was performed and the electrode passed the capactitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate and coag no output, there was no error message displayed on the generator. The performance of the device was further assessed by activating the device via the ablate yellow foot pedal. Further attempts to activate the device resulted in instances of output short errors, however after 11 seconds correct operation was established on both ablate and coag modes. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The continuity across the crimp failed. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.